Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 3 devices were evaluated based on historical data analysis. Evaluation findings (results/components) 3 devices: degradation problem identified, wear problem, lubrication problem identified, material and/or chemical problem identified, no device problem found / part/component/sub-assembly term not applicable product disposition 1 device: product not received 2 devices: scrapped by stryker additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 3 events for the failure: fracture. - 2 events had no health consequences or impact. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.